Manufacturer narrative:
Additional information: patient race noted as hispanic. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot, including relevant sterilization records, was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and risk management file were completed. Toxic anterior segment syndrome (tass) is a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Toxic anterior segment syndrome (tass) is an established risk associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) cataract surgery plus trabecular microbypass stent procedure, the patient presented with toxic anterior segment syndrome (tass) on postoperative day one (1). Through follow-up, the surgeon reported there were no risk factors identified which may have contributed to the tass. The operative eye (od) was not cultured, and the inflammation was treated with two (2) periocular steroid injections, oral prednisone, and topical steroids. The patient's current status was described as "still on medical treatment with an expected good prognosis". The report noted the adverse event is ongoing/persistent with the patient having a fibrous membrane over the iol, and intraocular inflammation in the operative eye.

Event description:
Through follow-up, the surgeon reported that the steroid treatment has concluded and the patient is not on any hypotensive drops. Per report, the patient status was described as "good patient evolution" with total resolution of the fibrous membrane, a quiet anterior chamber, and the toxic anterior segment syndrome (tass) resolved.

Manufacturer narrative:
Additional information: b5, b6, g3, g4. MFR# reference: (B)(4).